Manufacturer narrative:
There is no evidence that the device contributed to the adverse event. However, if we are made aware of new information we will reassess.

Event description:
It was reported that patient has unresolved hyperpigmentation and vertical lines on her upper lip 4 months after where she had pristine skin prior to treatment. She has intervened with a bbl- ipl device, 1927 clear and brilliant, topical 8% hydroquinone/ 3% kojic acid (am and pm) as intervention and it is still very much present.